Manufacturer narrative:
Retainer ring = black. On 10/28/2021 the customer reported pump errors 75, 68, 49, and 23. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected restarts and pump errors 68, 49, and 23 were noted during testing. Self test returned a pump error 75. Not only that but pump error 25 did pop up during testing. Thus software was utilized and uploaded trace/history files properly. Pump error 25 was noted in the power management graph as well as in the adapt tool. The adapt tool confirms that pump error 75 occurred on 10/28/2021 10:47:33.000 and 10/28/2021 11:20:56.000; pump error 68 occurred on 10/28/2021 10:48:12, 10:49:03, and 10:49:53 to name the first three; pump error 49 occurred on 10/28/2021 10:48:12, 10:48:31, and 10:49:03 to name the first three; and pump error 23 occurred on 10/28/2021 10:48:39, 10:49:36, and 10:50:25 to name the first three. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The internal battery was tested according to the internal battery esr measurement test, and it failed. Moreover, the internal battery was swapped with another internal battery, that is, the original internal battery was placed onto known good boards (configuration 1), and the known good internal battery that was on the known good boards was placed onto the original boards (configuration 2). After a while, a pump error 25 did show up on configuration 1 whereas it never did on configuration 2. In summary, the customer¿s report of pump error 75 was confirmed whereas that of pump errors 68, 49, and 23 were unconfirmed. The pump errors 75, 25, and the high sleep current can all be attributed to the bad internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. Self test was performed and power supply test failed alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.